Event description:
Additional information stated the pump was going to have a rotar study ¿maybe next week.¿ as of (B)(6) 2013, the rotar study had not yet occurred.

Event description:
The patient later reported that they did not have concerns with their device or therapy.

Event description:
Additional information received reported there was another volume discrepancy discovered. The expected residual volume (erv) was greater than the actual residual volume (arv). The arv was 0.5ml while the erv was 14.2ml on (B)(6) 2013. The healthcare provider (hcp) decided to aspirate the pump and confirm ability to aspirate the full content. The results of that aspiration were not reported. The hcp also intended to follow up with the patient in the following week to test the pump with saline. It was noted there were no overdose symptoms on this or last refill, although the patient noted ¿I didn¿t hurt¿, then stated she noticed her pain level did ¿go up in the last few weeks¿ leading up to (B)(6) 2013. It was later reported that the patient had an appointment planned for (B)(6) 2013 to check the pump. The hcp planned to fill the pump tubing and catheter with saline at that time to check to see if the pump was overinfusing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient ¿mentioned¿ that she ¿thinks her pump doesn¿t work correctly.¿ she was in ¿a lot of pain,¿ and has had ¿numerous doctors trying to figure out if it¿s the pump.¿ it was also noted that the patient was ¿deciding if she wants the pump removed.¿

Event description:
It was reported that a reservoir volume discrepancy was seen at a refill appointment. The reservoir was expected to contain 11cc of drug, but the healthcare provider (hcp) found that the reservoir was empty. The patient's last refill occurred on (B)(6), but it was unknown how long the pump had been empty. The possibility of the medication being injected into the pocket was suggested; however, the hcp stated 'he had to be in the pump,' the hcp mentioned that, during the prior refill, he injected 5-7cc of drug and then aspirated it back to confirm he was in the reservoir. He had no difficulty aspirating and stated that the drug came back 'crystal clear.' It was noted that the patient had a couple of days with ringing in her ears, which 'couldn't have been from the bupivacaine.' At the time of report, the patient had just been refilled under fluoroscopy, so it was confirmed that the needle was in the reservoir at the time of injection. Four days later, it was reported that the patient's ears ring 'all the time.' The patient had experienced no withdrawal symptoms and would be checked at her next appointment to 'see what happens.' The drugs used in this system were morphine, bupivacaine, and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported when the patient's pump ran dry in (B)(6) 2013 the patient didn't hear the alarm.